Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre rx dilatation balloon was analyzed, and a visual/functional/microscopic evaluation found no damage. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of balloon burst could not be confirmed. The returned device was inflated without problem, and it was able to hold pressure without any issue. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used in the papilla during an endoscopic biliary stone quarrying procedure performed on (B)(6) 2025. During the procedure, a cre rx 8mm-10mm was used to try papillary dilatation. When inflated to 10mm, the balloon did not inflate. It was reported that the balloon burst at 10mm/approximately 2atm and no piece of the balloon detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used in the papilla during an endoscopic biliary stone quarrying procedure performed on (B)(6) 2025. During the procedure, a cre rx 8mm-10mm was used to try papillary dilatation. When inflated to 10mm, the balloon did not inflate. It was reported that the balloon burst at 10mm/approximately 2atm and no piece of the balloon detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.